Manufacturer narrative:
The insulin pump motor failed the motor test during o-scope due to motor encoder signal out of phase also, no button response due to flattened b, escape, act, down and up buttons dome switches. Inspected the lcd connector and no unlocked connector was noted. Unable to verify motor error alarm, motor position encoder error alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's daughter that the pump is alarming motor error. The customer's blood glucose was unknown. We were unable to complete pump rewind due to alarm. The customer also received a motor position encoder error. Customer was advised the pump will be replaced.